Manufacturer narrative:
Patient identifier, age and weight were not made available from the site. No parts have been returned to manufacturer for analysis. No further issues have been reported.

Manufacturer narrative:
A medtronic representative performed a system checkout. The system passed all software, hardware and instrument testing. No fault found, unable to duplicate reported event. System performed properly. Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.

Event description:
A site representative, biomed, reported that while in a cranial procedure, the navigation system became unresponsive during the navigate task; neither the mouse or keyboard were responding. In trouble-shooting, a system re-boot restored normal function. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.